Event description:
It was reported that during implantation, after the right ventricular (rv) lead was fixated, the r-wave amplitude began to decrease over time. It was decided to reposition the lead at that time. Prior to fixation, adequate r-wave measurements were obtained, however with time, the amplitude began to decrease once again. After the lead was connected to the device, the measured r-wave had dropped to 2.8mv from greater than 10mv previously. It was decided to continue with defibrillation threshold testing. The morning after implant, the r-wave measured at 1.1mv. The sensing polarity was reprogrammed from bipolar to rvtip-rvcoil which deemed adequate measurements. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID 407645 implantable pacing lead implanted: (B)(6) 2007. (B)(4).